Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the voltage on the standalone board of the imaging system had a high voltage and an open fuse. The filament driver was noted to have a similar malfunction. A new standalone board was installed, though functionality was not restored as there was no 11v perm voltage. An interface control board was then replaced at a later date with a new system control board. The ts1 relay and lvps were then noted to have no output. The bridge fagor was then noted to not operate as designed. Additionally, it was noted error messages appeared that were cleared with a restart of the imaging system. The firmware was then updated, and imaging calibrations were performed. The filament driver, standalone board, bridge fagor and an additional standalone board that was noted to be bad at installation were returned to the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed "initializing please wait" and would not progress past the prompt. It was reported that the imaging system was restarted without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the x-ray relay was completed by medtronic personnel. Testing found that there was no voltage on two tests points in the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the filament driver was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis of the standalone board and relay was completed by medtronic personnel. Testing found that the board did not pass bench testing as there was no vac present on two contact points. The led was noted to not be illuminated as well. The analysis of the bridge fagor was completed by medtronic personnel. It was reported that one side of the rectifier measured 0.00 as it shorted. If information is provided in the future, a supplemental report will be issued.